Event description:
Clinical study same case as #6000093-2005-01169. Same pt as #6000093-2005-01004, 6000093-2005-01005. It was reported that 11 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention. Target lesion 1 was 6mm long and was identified in the ostial left anterior descending (lad) with 70% stenosis and a 3.5mm reference vessel diameter target lesion 1 was treated with direct placement of a taxus express2 8.8% 3.5 x 8mm drug eluting stent. Residual stenosis was 0%. Target lesion 2 was 16mm long and was identified in the ostial circumflex (cx) with 70% stenosis and a 3.5mm reference vessel diameter. Target lesion 2 was treated with balloon angioplasty and placement of a taxus express2 8.8% 3.5 x 20mm drug eluting stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day on plavix and aspirin. Seven days later, the lesion in the ostial lad was treated with balloon angioplasty. There was 10% residual stenosis but the pt continued with timi I flow and developed acute pulmonary edema. The pt was intubated and an iabp placed. The pt was taken from the cath lab in critical condition. The pt remained intubated and on the iabp for several days. It was decided to perform coronary artery bypass grafting (CABG). Four days later, the pt underwent CABG as follows, lima to lad, svg to om1. Postoperatively, the pt developed atrial fibrillation with congestive heart failure. She also developed a very high white blood cell count, and was found to be septic. She was treated with antibiotics and improved. However, the pt then developed recurrent fevers and was found to have fungemia, with candida albicans growing in her bloodstream. She was treated with antifungal therapy. The pt was weaned from the iabp, had tracheostomy, and was placed on a ventilator. Her left ventricular function remained poor, with lvef of 15-20% and significant mitral insufficiency. The pt was transferred to an extended care facility for long-term rehabilitation and ventilator care. In the opinion of the dr the relationship of the tvr to the taxus stent is probable.